Manufacturer narrative:
The following sections were updated/corrected/added: b4, b5, g3, g6, h2 and h11. Upon review of additional information received, this MDR and complaint will be voided since additional information received clarified that the event was related to a failure of the closure device, and the edwards system did not contribute to this adverse event.

Event description:
Additional information received stated that the event was related to a failure of the closure device, and the edwards system did not contribute to this adverse event.

Event description:
As reported by the edwards lifesciences affiliate in (B)(6), edwards received notification of a 56mm evoque procedure. It was reported that post-procedure, the patient experienced active bleeding from the right common femoral vein and spontaneous venous bleeding in the area of the right iliopsoas muscle at the level of l5/s1. There were no difficulties during vessel access and no difficulties advancing or removing the delivery system. There were no perforations or dissections confirmed on imaging. Vascular suturing of the right common femoral vein with hematoma drainage was performed from the right groin and right retroperitoneum. The patient was subsequently discharged in stable condition.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.